Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving an unknown drug via an implantable pump for an unknown indication for use. It was reported that the pain management clinic told the consumer that the ¿axles were going bad in the pump¿ happened to another patient. It was related that the patient was in for a refill and their alarm went off, so they went to the emergency room (ER) to address the situation. No further information was available.